Event description:
It was reported the telephone and remote monitor were knocked out in an electrical storm. When the phones were restored, they would not work when the monitor was plugged into the phone. When the monitor was unplugged, the phone would work. The remote monitor was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the bridge rectifier and the surge suppressor tested out of specification.